Event description:
It was reported, 4 fr single-lumen line placed on (B)(6), vat called for positional flow issues on (B)(6), then vat visited for a third time on (B)(6) and it was noticed that the PICC was leaking from insertion site when flushed. PICC removed on (B)(6) after this discovery. PICC was placed in upper arm and securacath was used in combination with statlock for stabilization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. "The date of event is reflected in this report as the date bd became aware of the event as the device failure was first found on 03/04/2025, the event continued to occur on multiple dates until the device was removed on 03/17/2025."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a ppicc catheter was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter tubing. No details of the split in the catheter in the returned photograph could be discerned. No additional damage on the device could be seen. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.